Manufacturer narrative:
Cause: without the defective device for return, it is challenging to conduct a detailed analysis. There are some similar device failures from other feedback and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. He product has passed clinical validation. Its performance meets the requirements. Please note: clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns.as a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
According to the report: several patients of a medical professional used this fotosy wrist blood pressure monitor (amazon asin: b0dplyx26v, model w1101l) measuring device during their visits. In almost all cases, the readings obtained by this device were inaccurate or inconsistent compared to the verified clinical-level monitoring devices. This situation is particularly evident in elderly and hypertensive patients, who often rely on home blood pressure monitoring to manage their blood pressure.